Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft separation occurred. The 70% stenosed concentrically shaped target lesion was located in a mildly tortuous and mildly calcified mid left anterior descending (lad) artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, the physician advanced the device into the target lesion. While the physician was trying to reposition the guidezilla¿ a little backwards inside a mach q4 guide catheter, it was noted that the distal plastic part of the guidezilla¿ was cut off. The physician managed to withdraw the guidezilla¿ within the mach q4 guide catheter without any problem. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.